Manufacturer narrative:
As part of the quality system improvement plan stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 18 events associated with this event type (device did not function as expected) and product code (B) (4).

Event description:
Device did not function as expected. Complication form submitted states, date of occurrence was (B) (6) 2004. An operative site event of "right knee buckling/instability" was reported. The "patient's knee buckled while playing basketball". It was mild in severity and uncertain as to the relation to the device. Physical therapy was prescribed.